Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the procedure, air was aspirated into the syringe while flushing the sheath following insertion into patient. Several aspirations were performed which did not resolve the issue. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.